Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported as when water testing the valve after implant, the surgeon noticed one leaflet did not close in a proper way. It was also reported that the leaflet was prolapsed, which lead to the valves replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were in the closed position. From the inflow, visible gapping was noted between the left cusp (lc) and right cusp (rc) leaflet. From the outflow, the rc leaflet appeared misaligned relative to the other leaflets at the coaptation interface. Additional coaptation assessment was performed by manufacturing inspectors. All leaflets appeared slightly dehydrated and/or stiff, likely due to time spent outside of solution prior to receipt. The rc and noncoronary cusp (nc) leaflets appeared intact. A small tear, approximately 2mm in length, was identified on the lc distal to the left-right commissure. All commissures were intact with no evidence of deformation. The valve exhibited evidence of blood exposure. Remnants of metal clips attached to green and white multifilament sutures were present. Two pledgets remained sutured to the sewing ring adjacent to the rc and nc leaflets. Minor tears were noted along the sewing ring, and base stitch line adjacent to the lc was torn. These conditions are consistent with explant related handling. The returned hancock ii mitral valve was evaluated by hancock ii manufacturing inspectors (pl and mh). Leaflets showed signs of dehydration. Leaflet flexion was good, with good depth of coaptation in a relaxed state. A visible gap of 2 mm was present between the coaptive ridges of the rc an d lc leaflets. An extended lunula was identified between the rc and the adjacent cusps (nc and lc). The extended lunula measured 2 mm and met specification requirements. A coaptation test was performed for characterization only. The returned valve remained closed at a pressure of 5.5 inches of phosphate buffered solution. Due to the observed leaflet gap, no specification based coaptation assessment could be performed; however, the test confirmed leaflet closure under pressure. D4: updated d9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the valve was inspected prior to use, and the physician believes the valve did mal function. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.